Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2 gas module and inspiratory gas docking kit were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The inspiratory gas docking connects the o2 gas module, and turbine module, to the inspiratory flowmeter connector muff. The replaced parts have not been returned. According to the received information, the cause of the issue has been determined and was related to the defective parts.